Manufacturer narrative:
Initial reporter email: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the user experienced a needlestick injury, post-use when the safety shield failed. This event occurred once. The following information was provided by the initial reporter. The customer stated: did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes. Detailed hazard including any medical intervention: customer states. I was using a vacutainer hub. I had finished collecting samples, and went to close the safety clasp on the hub. The clasp broke off, and I poked myself with the dirty needle. It was reported by the customer that while using the needle eclipse a needle stick injury occurred when trying to close the safety shield. Create a case and request more information regarding the phlebotomis injury, treatment and medical intervention. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Pending.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the user experienced a needlestick injury, post-use when the safety shield failed.this event occurred once. The following information was provided by the initial reporter. The customer stated: did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: customer states. I was using a vacutainer hub. I had finished collecting samples, and went to close the safety clasp on the hub. The clasp broke off, and I poked myself with the dirty needle. It was reported by the customer that while using the needle eclipse a needle stick injury occurred when trying to close the safety shield. Create a case and request more information regarding the phlebotomis injury, treatment and medical intervention. Did exposure to blood/ bf occur? Yes if exposure occurred was there any post exposure testing or medical intervention? Pending

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."